Event description:
A surgeon reported a patient with an unexpected postoperative refraction following an intraocular lens (iol) implant procedure. The surgeon stated the unexpected postoperative refraction was due to the lens being placed at the wrong axis due to poor visibility with intraoperative corneal problems. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).